Event description:
Additional information received identified the patient's ipg was replaced and stimulation therapy was restored.

Manufacturer narrative:
(B)(4). Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history. (B)(4).

Event description:
It was reported during the first follow up after the permanent scs system implant the sjm representative was not able to established a connection with the patient's scs ipg. The representative's programmer would only display an error, and troubleshooting did not resolve the issue. Surgical intervention may be taken to address the issue.

Manufacturer narrative:
A CAPA investigation was initiated on (B)(6) 2016 to address the issue in which the ipg experienced loss of power, causing the patient to loose pain relief requiring replacement of the device. The investigation is currently in progress. Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Manufacturer narrative:
The device is included in the neuromodulation implantable pulse generator (ipg) inoperable when exposed to monopolar electrosurgery advisory notice issued by abbott on 02 june 2017. Corrected data: results.